Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a period of time with no readings. Patient is unsure what icon may have been displayed at the time of event on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).